Event description:
See intial report.

Manufacturer narrative:
Through follow-up communication with livanova field service engineer it was learned that no service activity was performed for the involved roller pump. Moreover, it was reported that the error was likely due to over-occlusion. A complaints database review has been performed and no other similar issue has been submitted for this unit since its installation in 2017. Based on the above facts, the root cause of the reported issue has been traced back to a user error in setting the correct occlusion. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the s5 roller pump. The incident occurred in sioux falls, south dakota. Livanova learned that the involved pump was ran additional times by the customer to try and confirm the reported error without reproduce it. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 roller pump gave a error message related to faulty pump in motor head during procedure. The customer switched the pump out and continued the case without any adverse effect to the patient. There was no patient injury.